Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's shocking was not determined. The patient's programming was adjusted, and the shocking/strong stimulation was resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and brachial plexus. The patient reported that with her arm down, it felt okay but whenever she raised her arm up, even just a fourth of the way up, the stimulation would feel so strong and it would be shocking her. The patient reported that she would then have to turn stimulation down really low in order to tolerate it. The patient reported that with the stimulation down low, it didn¿t help her. The patient didn¿t know when this started. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported.